Manufacturer narrative:
The reported field event of the inability to loosen the svc set screw was not confirmed in the laboratory. The device was tested with test leads and pin gauges, and no anomaly was found. The cause of the set screw anomaly could not be determined.

Event description:
It was reported that during a device change out due to eri, the physician was unable to unscrew the set screw from the svc port. The svc portion of the lead was capped and the device was explanted and replaced. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.